Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that due to the complaint of the outside of the lead had some inconsistencies; the introducer test was performed, results were passed. With stylet inserted in lead, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure the physician thought the outside of the right ventricular (rv) lead had some inconsistencies; that the lead looked and felt funny. It was noted that the lead never made it into the body. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.